Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure the balloon failed to inflate. The target lesion was located in the left anterior descending artery. An apex monorail 15mm x 2.00mm balloon catheter was selected and advanced to treat the target lesion; however the balloon would not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a pinhole.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage to the shaft. However, during an attempt to inflate the balloon, a pinhole leak was noted. The leak was present over the proximal markerband. A detailed examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).